Event description:
It was reported to aesculap ag that a tspace peek/xp insertion instrument (part # sn305r) was used during a procedure performed on (B)(6) 2021. According to the complainant, a metal sheath has fallen off during surgery. Inserts for t-space work without problems during the operation. Subsequently during cleaning of instrument, it is found that one metal cap is missing . A weld was broken and the metal sheath has fallen off. Cannot be found despite intense search. X-rays postoperatively showed the metal sheath was not present within patient. The complaint device was returned to the manufacturer for evaluation. An additional medical intervention was necessary. The adverse event is filed under aag reference (B)(4).

Manufacturer narrative:
According to our reevaluation, this event is considered reportable for the following reason, despite the fact that no actual patient injury was reported: the reporting decision is based upon the review of the applicable risk analysis. Investigation results: visual investigation: a part of the locking mechanism is missing. The missing part was not enclosed. During a visual inspection we found, that the welding seam of the locking mechanism is broken. The problem of the breaking welding seam is known and a design change was launched in 2017. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. The review of risk assessment revealed that the overall risk level (severity 2(5)x probability of occurrence 2(5) according to din en iso 14971 is still acceptable. Conclusion and measures / preventive measures: based upon the investigation results this incident was caused due to a design-related failure. To avoid the recurrence, a design change was already initiated and implemented in 2017. The modified instruments no longer show this error. Based upon the investigations results a CAPA is not necessary.